Event description:
The customer reported that on (B)(6) 2012, her blood glucose measured 180 mg/dl at 7:30 pm and 200 mg/dl at 9:00 pm. A 0.9 unit correction bolus was given at the later time. At 3:14 am ((B)(6)), her bg was 360 mg/dl. She corrected with a 3.4 unit bolus and changed the pod. She observed that the cannula was kinked "three quarters of the way through".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."